Manufacturer narrative:
Visual, functional and scanning electron microscopy (sem) inspections/analysis were performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The sem analysis determined the balloon failure may be attributed to mechanical damage to the outer surface. Two adjacent leaks, on opposite sides of a fold were found over the distal marker. The leak area had a pinched appearance with surface damage/shredding. The investigation determined the noted balloon rupture appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous right coronary artery. During deployment of the 2.75x18mm xience sierra stent delivery system the balloon ruptured at nominal pressure. However, the stent was successfully deployed. A sapphire nc balloon dilatation catheter was used for standard post dilatation. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.